Event description:
Info received that the casters will not roll but swivel when in brake mode. No injury reported.

Manufacturer narrative:
Technician was sent parts break down so he can ID parts he needs to complete this repair. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.